Event description:
It was reported that this implantable pacemaker entered in safety mode. Additionally, the patient experienced dizziness. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported.